Event description:
Asku

Event description:
It was reported that there was high impedance greater than 7000 ohms and thresholds greater than 6.0 v. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the ICD device indicates high impedance. The right ventricular (rv) pace lead impedance values rose steadily from 808 ohms the week of (B)(6) 2009 to 7200 ohms the week of (B)(6) 2010. A subthreshold lead impedance patient alert was recorded on (B)(6) 2009 when the trend rose above 2500 ohms. Corrected data: adverse event changed to 'y' and patient date of death field changed to 'not applicable'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.